Manufacturer narrative:
Other text: additional information is provided in h.2, h.3.h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a faded line cord, gouged pole clamp, corroded quick connect, chipped paint on the front cover, a crack on the water tank cover, missing standoff on the pcb and a cracked enclosure. The customer reported issue was confirmed when the crack was found under the quick connect. The probable cause could be over tightening the quick connect. No repairs were done to the device as it was found to have a faulty pump and the pcb would need to be replaced. Due to these factors the device is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
G1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance testing the device was found to have a cracked outer case. No patient or users were harmed.